Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was replaced, and the customer contacted their health care provider (hcp) for insulin therapy. Customer¿s blood glucose level was 214 mg/dl.